Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2008, the patient had essure inserted. Essure was removed in 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), medical device discomfort ("she felt discomfort on her left side"), headache ("headaches"), generalised oedema ("swelling all over her body and hands"), peripheral swelling ("swelling all over her body and hands"), vomiting ("vomiting"), diarrhoea ("diarrhoea"), menometrorrhagia ("irregular and abundant periods"), alopecia ("hair loss"), visual impairment ("poor eyesight"), nervousness ("bad mood (nervousness)"), fatigue ("chronic fatigue"), vaginal odour ("bad smell in his private parts"), tooth disorder ("problems with his teeth"), nausea ("nausea"), abdominal distension ("abdominal bloating"), pain in extremity ("pain in the hands"), depression ("depression"), confusional state ("mental confusion"), vaginal infection ("vaginal infections") and libido decreased ("return of sexual desire") and was found to have weight increased ("weight gain") and weight decreased ("weight loss of 5 kg in one week"). The patient was treated with surgery (subtotal vls hysterectomy & bilateral salpingectomy). At the time of the report, the pelvic pain, headache, vomiting, alopecia, fatigue, nausea, abdominal distension, weight decreased, pain in extremity, depression, confusional state, vaginal infection and libido decreased had resolved. The outcomes for medical device discomfort, generalised oedema, peripheral swelling, diarrhoea, menometrorrhagia, visual impairment, nervousness, vaginal odour, tooth disorder and weight increased were unknown. The reporter considered abdominal distension, alopecia, confusional state, depression, diarrhoea, fatigue, generalised oedema, headache, libido decreased, medical device discomfort, menometrorrhagia, nausea, nervousness, pain in extremity, pelvic pain, peripheral swelling, tooth disorder, vaginal infection, vaginal odour, visual impairment, vomiting, weight decreased and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2008, the patient had essure inserted. Essure was removed in 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), medical device discomfort ("she felt discomfort on her left side"), headache ("headaches"), generalised oedema ("swelling all over her body and hands"), peripheral swelling ("swelling all over her body and hands"), vomiting ("vomiting"), diarrhoea ("diarrhoea"), menometrorrhagia ("irregular and abundant periods"), alopecia ("hair loss"), visual impairment ("poor eyesight"), nervousness ("bad mood (nervousness)"), fatigue ("chronic fatigue"), vaginal odour ("bad smell in his private parts"), tooth disorder ("problems with his teeth"), nausea ("nausea"), abdominal distension ("abdominal bloating"), pain in extremity ("pain in the hands"), depression ("depression"), confusional state ("mental confusion"), vaginal infection ("vaginal infections") and libido decreased ("return of sexual desire") and was found to have weight increased ("weight gain") and weight decreased ("weight loss of 5 kg in one week"). The patient was treated with surgery (subtotal vls hysterectomy & bilateral salpingectomy). At the time of the report, the pelvic pain, headache, vomiting, alopecia, fatigue, nausea, abdominal distension, weight decreased, pain in extremity, depression, confusional state, vaginal infection and libido decreased had resolved. The outcomes for medical device discomfort, generalised oedema, peripheral swelling, diarrhoea, menometrorrhagia, visual impairment, nervousness, vaginal odour, tooth disorder and weight increased were unknown. The reporter considered abdominal distension, alopecia, confusional state, depression, diarrhoea, fatigue, generalised oedema, headache, libido decreased, medical device discomfort, menometrorrhagia, nausea, nervousness, pain in extremity, pelvic pain, peripheral swelling, tooth disorder, vaginal infection, vaginal odour, visual impairment, vomiting, weight decreased and weight increased to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. D35380). Additional non-serious events are detailed below. The patient had a medical history of elective abortion. On (B)(6) 2015, the patient had essure inserted. Essure was removed in 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), medical device discomfort ("she felt discomfort on her left side"), headache ("headaches"), generalised oedema ("swelling all over her body and hands"), peripheral swelling ("swelling all over her body and hands"), vomiting ("vomiting"), diarrhoea ("diarrhoea"), menometrorrhagia ("irregular and abundant periods"), alopecia ("hair loss"), visual impairment ("poor eyesight"), nervousness ("bad mood (nervousness)"), fatigue ("chronic fatigue"), vaginal odour ("bad smell in his private parts"), tooth disorder ("problems with his teeth"), nausea ("nausea"), abdominal distension ("abdominal bloating"), pain in extremity ("pain in the hands"), depression ("depression"), confusional state ("mental confusion"), vaginal infection ("vaginal infections") and libido decreased ("return of sexual desire") and was found to have weight increased ("weight gain") and weight decreased ("weight loss of 5 kg in one week"). The patient was treated with surgery (subtotal vls hysterectomy & bilateral salpingectomy). At the time of the report, the pelvic pain, headache, vomiting, alopecia, fatigue, nausea, abdominal distension, weight decreased, pain in extremity, depression, confusional state, vaginal infection and libido decreased had resolved. The outcomes for medical device discomfort, generalised oedema, peripheral swelling, diarrhoea, menometrorrhagia, visual impairment, nervousness, vaginal odour, tooth disorder and weight increased were unknown. The reporter considered abdominal distension, alopecia, confusional state, depression, diarrhoea, fatigue, generalised oedema, headache, libido decreased, medical device discomfort, menometrorrhagia, nausea, nervousness, pain in extremity, pelvic pain, peripheral swelling, tooth disorder, vaginal infection, vaginal odour, visual impairment, vomiting, weight decreased and weight increased to be related to essure administration. The reporter commented: vaginoscopy with continuous-flow hysteroscope: uterine cavity entrance. The tubal ostia appear patent. The intratubaric device is easily placed on the right and, upon unhooking, 3 little coils are set free the intratubaric device is easily placed on the left and, upon unhooking, 5 little coils are set free. The most recent follow-up information incorporated above includes data received on: 21-dec-2023: lot number added. Medical history, concomitant condition & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. D35380). Additional non-serious events are detailed below. The patient had a medical history of elective abortion. On (B)(6) 2015, the patient had essure inserted. Essure was removed in 2019. On unknown date she experienced pelvic pain (seriousness criterion intervention required), medical device discomfort ("she felt discomfort on her left side"), headache ("headaches"), generalised oedema ("swelling all over her body and hands"), peripheral swelling ("swelling all over her body and hands"), vomiting ("vomiting"), diarrhoea ("diarrhoea"), menometrorrhagia ("irregular and abundant periods"), alopecia ("hair loss"), visual impairment ("poor eyesight"), nervousness ("bad mood (nervousness)"), fatigue ("chronic fatigue"), vaginal odour ("bad smell in his private parts"), tooth disorder ("problems with his teeth"), nausea ("nausea"), abdominal distension ("abdominal bloating"), pain in extremity ("pain in the hands"), depression ("depression"), confusional state ("mental confusion"), vaginal infection ("vaginal infections") and libido decreased ("return of sexual desire") and was found to have weight increased ("weight gain") and weight decreased ("weight loss of 5 kg in one week"). The patient was treated with surgery (subtotal vls hysterectomy & bilateral salpingectomy). At the time of the report, the pelvic pain, headache, vomiting, alopecia, fatigue, nausea, abdominal distension, weight decreased, pain in extremity, depression, confusional state, vaginal infection and libido decreased had resolved. The outcomes for medical device discomfort, generalised oedema, peripheral swelling, diarrhoea, menometrorrhagia, visual impairment, nervousness, vaginal odour, tooth disorder and weight increased were unknown. The reporter considered abdominal distension, alopecia, confusional state, depression, diarrhoea, fatigue, generalised oedema, headache, libido decreased, medical device discomfort, menometrorrhagia, nausea, nervousness, pain in extremity, pelvic pain, peripheral swelling, tooth disorder, vaginal infection, vaginal odour, visual impairment, vomiting, weight decreased and weight increased to be related to essure administration. The reporter commented: vaginoscopy with continuous-flow hysteroscope: uterine cavity entrance. The tubal ostia appear patent. The intratubaric device is easily placed on the right and, upon unhooking, 3 little coils are set free the intratubaric device is easily placed on the left and, upon unhooking, 5 little coils are set free. Batch no~d35380 production date~2014-12-08 expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report